Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(4) product type programmer, patient medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jan-22. The patient wasn¿t told to contact a healthcare professional (hcp). They were told to keep a log. The circumstances that may have led to or caused the issue was not known. They haven¿t seen a doctor. It still switches from good to excellent and the remote freezes and they have to remove the battery and reset the remote at least twice a week. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that around (B)(6) 2018, the patient started noticing their ins was taking longer to charge. During the charging sessions, the coupling would go from excellent, to poor, to good. No symptoms were reported. No falls or trauma were reported. It was suggested the patient document and keep track of their charging times; the patient said they would do this. They were redirected to the doctor to have the ins checked. No further complications were reported or anticipated.